Manufacturer narrative:
This is the first of 2 reports. Subject device remains implanted.

Event description:
The patient was admitted for slurred speech and right-sided weakness, gait difficulty. MRI scan revealed subacute-looking left medial pontine infarct. The patient underwent angioplasty and then placement of a first stent system (subject device). Thereafter an overlapping 2nd stent was placed. Post dilation was performed. Final projection demonstrated good stent apposition. No residual stenosis and excellent flow to distal vessels. After procedure, MRI revealed left pons infarction. There was evidence of expanding pontine infarct over the time. Neurologically, on examination, it appeared that the patient had a locked -in syndrome and remained on mechanical ventilator. He continued a cardene drip. He could not be anticoagulated because of the brain injury. Ultimately, there was evidence of multiple embolic strokes involving the cerebellum and cerebrum. The patient developed cerebral edema and then brainstem herniation. Along with that. He developed hyperglycemia, acute respiratory distress syndrome (ards) and neurogenic shock. The patient died 5 days post procedure. The physician assessed that the adverse events were unlikely to be related to the subject device. The other possible contributing factor was co-morbidity.

Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. However, adverse events associated with the use of coil or with the endovascular procedures include, but are not limited to: stroke, complications, and death are noted as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complications has been assigned to this event.

Event description:
The patient was admitted for slurred speech and right-sided weakness, gait difficulty. MRI scan revealed subacute-looking left medial pontine infarct. The patient underwent angioplasty and then placement of a first stent system (subject device). Thereafter an overlapping 2nd stent was placed. Post dilation was performed. Final projection demonstrated good stent apposition. No residual stenosis and excellent flow to distal vessels. After procedure, MRI revealed left pons infarction. There was evidence of expanding pontine infarct over the time. Neurologically, on examination, it appeared that the patient had a locked -in syndrome and remained on mechanical ventilator. He continued a cardene drip. He could not be anticoagulated because of the brain injury. Ultimately, there was evidence of multiple embolic strokes involving the cerebellum and cerebrum. The patient developed cerebral edema and then brainstem herniation. Along with that. He developed hyperglycemia, acute respiratory distress syndrome (ards) and neurogenic shock. The patient died 5 days post procedure. The physician assessed that the adverse events were unlikely to be related to the subject device. The other possible contributing factor was co-morbidity.